Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. On (B)(6) 2013 while the pt was in the operating theater, it was reported that an unspecified rectus sheath catheter was inserted into an unspecified site of the pt for the delivery of 0.125% bupivicaine, at a rate of 6ml/hr, via a gemstar pump. No further programming parameters were provided. On (B)(6) 2013, it was reported that twelve hours after the patient's admission to the surgical ward, the rectus sheath catheter became detached from the unspecified distal filter connector. It was reported that the unspecified distal filter connector was reconnected to an unspecified intravenous line. No specific details were provided. The customer contact reported that the tubing set was working without fault and is not under investigation. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were reported. Though requested, no add'l info was provided including clarification of the distal filter connector.